Event description:
The pt's mother reported the pt has been experiencing high blood glucose readings, including readings of "hi". She stated the pt's normal range is 80-180 mg/dl. She stated there were no error messages. Troubleshooting revealed the infusion device was set up for basal rate profile four and that profile was not programmed. Pt's mother was educated on how to reset the basal rate profile to profile one and how to tell which basal rate he is on. She was also educated on how to tell the hourly blood glucose rate on the run screen. The pt's mother was advised to reprogram all basal rates into the infusion device to prevent this from happening again. On follow-up, the pt's mother stated the pt's blood glucose reading in now 80 mg/dl and that she feels the issue has been corrected. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.